Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and frozen display. Customer stated the battery was changed multiple times, but the issue was not resolved. Customer reported that the event occurred in pool. The customer stated that insulin pump screen did not turn on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Unable to confirm frozen screen and unable to perform displacement test due to blank display.